Event description:
Related manufacturer report number: 2017865-2021-06681. It was reported that the patient presented for a generator change out procedure. Prior to procedure, it was noted that the device could not be interrogated, possibly due to low battery. The device was explanted and replaced. During the procedure, when the right ventricular lead was plugged into the new device, it exhibited high pacing impedance. The pacing systems analyzer confirmed the high impedance. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported inability to interrogate the device was confirmed in the laboratory due to normal battery depletion. The device was tested on the bench and no anomalies were found.